Event description:
It was reported that the gastrointestinal videoscope had no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. B3: date of event is unknown. Additional information will be provided if available. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error code b30 displayed. Based on the results of the investigation, it is likely the following led to the malfunctions: corroded plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.